Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number involved, 0202089156, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 6 ml/hour, procedure: arthroscopic ankle surgery, cathplace: right leg, mid thigh, infusion started: (B)(6) 2016 (11:00am), infusion stopped: (B)(6) 2016 (4:31pm). A report was received stating that one-day post-operatively the infusion pump was completely empty. The patient was stable and did not have any signs and symptoms of toxicity. The patient reported experiencing minimal post-operative pain. The patient was instructed to follow the instructions from his doctor regarding the removal of the catheter. Additional information received 11-apr-2016 stated the patient had returned to work and was no longer taking pain medication. The patient reinforced that no signs and symptoms of drug toxicity were experienced. When the pump was infusing, the environmental conditions were room temperature. The pump was located in the pouch. The pouch was carried on a shoulder in which the pump was hanging a little over the waist. The patient was careful not to lay on or squeeze the pump. No additional information was provided.